Manufacturer narrative:
Of the 305 allegations of a malfunction, 198 pumps were returned to animas and investigated. Of the investigated pumps, 197 were found to be malfunctioning, due battery compartment cracks. During investigation for unrelated complaints, there were 514 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 305</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-84 years of age and between 25 and 320 pounds. Of the reported patients, 111 were male, 173 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #3 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there were 3 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 7 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 43 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.